Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device noted to be protruding from the mesosalpinx in the left side/ removal of migrated essure coils/devices') and device dislocation ('migrated essure coils/devices') in an adult female patient who had essure (batch no. 202275513-inv, 699884) inserted for female sterilization. The patient's medical history included multiple allergies (betadine; blisters erythromycin; rash) and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (unilateral), tubal ligation. And tubal ligation, left salpingectomy, removal migrated essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted insertion of date as per ppf- (B)(6) 2010 coils were visualized at the end of the procedure however, a second coil had to be placed in the left tubal ostia as after the first one was placed the coils could not be visualized. We inspected all three essure devices that were used and confirmed that there were no coils at the end of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation lot number reported (202275513) is invalid. Lot number: 699884, manufacture date: 2009-12, and expiration date: 2012-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: update of information (batch is not valid). On 12-may-2021: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device noted to be protruding from the mesosalpinx in the left side/ removal of migrated essure coils/devices') and device dislocation ('migrated essure coils/devices') in an adult female patient who had essure (batch no. 202275513, 699884) inserted for female sterilization. The patient's medical history included multiple allergies (betadine; blisters erythromycin; rash) and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (unilateral), tubal ligation. And tubal ligation, left salpingectomy, removal migrated essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: discrepancy noted insertion of date as per ppf- (B)(6) 2010 coils were visualized at the end of the procedure however, a second coil had to be placed in the left tubal ostia as after the first one was placed the coils could not be visualized. We inspected all three essure devices that were used and confirmed that there were no coils at the end of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter information, patient's medical history, lot number and rcc were added. Event "salpingectomy (unilateral), tubal ligation" was updated to: essure device noted to be protruding from the mesosalpinx in the left side. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy (unilateral), tubal ligation') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (unilateral), tubal ligation.). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted insertion of date as per ppf- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: reporters details updated and laboratory data were added. Essure indication updated. On (B)(6) 2012, she explanted essure. Injury events was updated to medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.